Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent revision of prior bladder mesh with urethrolysis and urethral dilation; due to bladder outlet obstruction on (B)(6) 2014. It was reported that the patient underwent abdominal exploration, removal of the foreign mesh material on (B)(6) 2013. It was reported that the patient underwent removal of the bladder mesh involving dissection of the bladder base and vault with pelvic floor reconstruction on (B)(6) 2013. (B)(4) ¿ urinary problems.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and align urethral support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a posterior repair, perineoplasty and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted due to cystocele rectocele, enterocele and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. The patient experienced anterior mesh complication obstruction, pain and discomfort and underwent removal and revision of mesh on (B)(6) 2013. (B)(4).